Event description:
Caller reported that tandem charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the damaged charging supplies.